Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 800mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. The mother stated that the customer's high glucose was caused by a bacteria vile infection, and not due to the insulin pump or infusion sets. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer's most recent glucose reading was 453mg/dl, and she has treated with manual injections and the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.